Manufacturer narrative:
The cause for the discordant advia centaur xp tni-ultra results during the correlation study is unknown. Per the customer bulletin 11222652vft000-a for the advia centaur new lot of polyclonal antibody for tni-ultra assay, tni-ultra lots 110 and higher contain a new antibody pool versus lot 106. The 99th% for patient samples was verified with lots 110 and above. No issues were identified. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False high advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from six patients during a correlation study with lot 112. The correlation study was for lot 106 and lot 112. The results from lot 106 were reported to the physician. The physician has not questioned any of the results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.